Manufacturer narrative:
At the time of the reported event, the employee forcefully tapped the sterilant cup against the edge of the counter causing the side of the cup to crack and allow the inner contents to contact the arms, neck, and scrub shirt of the employee. The employee flushed out their eyes with water and went to the emergency department. The user facility stated the employee is doing fine. The system 1e operator manual states (pp.3-3), "warning: contact with or inhalation of the inert powdered ingredients in the outer cup of s40 sterilant concentrate may cause irritation to eye, skin or respiratory system". The employee was not wearing proper ppe during the time of the reported event. The system 1e operator manual states (pp. 3-3), "chemical-resistant gloves should be worn to protect hands from potential contact with the liquid portion of the sterilant concentrate". The operator manual also states (pp. 3-5), caution: appropriate personal protective equipment (ppe) is required when handling containers of s40 sterilant concentrate. Minimally, ppe should consist of chemical-resistant gloves, apron, goggles or face shield, and any other protection required by facility procedures". Steris account manager contacted the user facility and reviewed the importance of proper handling practices for s40 containers and the importance of proper ppe. The account manager offered additional in-service training, however the user facility declined this offer. No additional issues have been reported.

Event description:
The user facility reported an employee was handling an s40 sterilant container when the sterilant cup cracked exposing the sterilant to the employee.